Event description:
It was reported that the right ventricular (rv) lead showed increasing pacing impedance and thresholds. Of note, there were no short interval counts (sic) or non-sustained tachycardias (nst) seen. Further follow up did not yet yield any additional information regarding this event. The lead remains active. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead showed increasing pacing impedance and thresholds. Of note, there were no short interval counts (sic) or non-sustained tachycardias (nst) seen. Further follow up did not yet yield any additional information regarding this event. The lead remains active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product (B)(4) right ventricular (rv) lead. The actual device was not received for analysis; however, performance data was received from the device. Analysis found the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).